Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system (access 2), generated an erroneous ck-mb result for an emergency room patient. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the erroneous result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that for the past few weeks, the washed portion of the system check failed the first time the instrument was ran and then the system check passed upon repeat. Customer reported that access ck-mb reagent, lot 123056, and access ck-mb calibrator, lot 119344, were used in conjunction with the access 2 system. Bec field service engineer (fse), noted a few bubbles in the pipettor line. The fse proactively rebuilt the precision and wash pumps. The fse also verified alignments and ultrasonics. No issues were noted.